Event description:
Additional information was received. It was reported that the inaccuracy amount was the screw at t10 on the left side was about 7.5mm off. A couple others were around 5.0mm off.

Manufacturer narrative:
H2) additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the case logs that were available but no achieves were available for the case. From the logs it was observed that user was in spinalfusion (sacroiliac and thoracolumbar) procedure and 3 sessions were available. Registration was done automatic. Inaccuracy came during screw placement in navigation. From comment it has observed that patient reference frame may have been accidentally moved during the procedure also the clinical consultant (cc) performed a test with the imaging system and the same navigation system used in the surgery with a saw bone. The cc saw no inaccuracies when performing the system checkout. One of the placed screws was noticeably outside its intended position, and a few other screws were also not aligned as planned. Logs were reviewed but provided insufficient information to determine root cause of the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the clinical consultant (cc) performed a test with the imaging system and the same navigation system used in the surgery with a sawbone. The cc saw no inaccuracies when performing the system checkout. The cc used a spine clamp for the reference frame and used both the passive planar probe and the navigated "mast" dilator and both instruments were accurate.

Manufacturer narrative:
H6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the inaccuracy was discovered after screws were placed and c-arm was brought in for confirmation shots. It was most likely that the tap was in use when the issue occurred. Registration was done with the o-arm and anatomy was verified prior to drilling for the first screw. It was believed that the frame was hit at some point during the procedure. The screws were placed in the direction of the frame. A re-spin was not attempted. The surgeon replaced the screws under fluoro.

Manufacturer narrative:
H2) additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the screw placement in navigation was not accurate to that on the patient. The screw was more superior on the patient than in navigation and it was closer to the disc space. There were multiple screws, but one being significantly inaccurate. The manufacturer representative (rep) confirmed the patient orientation was correct on both the imaging system and the navigation system. It was noted that the patient reference frame was potentially bumped during the procedure. The surgery was aborted. This issue caused no surgical delay. There was no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code f26: no health consequences or impact is applicable to the no impact on the patient's outcome. Code f1910: cancelled/aborted surgical procedure is applicable to the surgery was aborted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.